Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed and a large grouping of medication was unavailable to dispense. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height enhanced drawers 4.1 and 4.2 were not detected on bus. The field service engineer found that the pyxis bus module controller cable loose; after reseating, the drawers still failed. The fse replaced the pyxis bus module controller board and retested in the hardware test application along with proactive inspection completed. The system functioned as intended after the field service engineer repaired the device.